Event description:
Account stated they got three low sodium results that repeated higher on another analyzer. The incorrect results were not reported. The field service representative found the ise tubing was dirty and repaired the instrument by replacing the tubing.